Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: it is not possible to determine, the lot number or catalog number of the photos provided. Visual analysis of the photographs identified. Crease/folding of implant: crease fold observed. Capsular contracture: unable to observe, since it is not related to the device. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, a right side creases. And capsular contracture, baker grade iii. Device has been explanted.